Event description:
Reporter alledged was unable to wake up a family member and emergency medical technician (emt's) treated with glucose before transporting device results. Reporter stated before the alleged incident, device results was 209 mg/dl and medication and food were taken as normal. Reporter stated family member waking up in a "diabetic coma" which claimed is a self diagnosis. Reporter stated emt's were called and administered glucose where took customer to hospital whwere treated, however type is unknown. Reporter indicated no controls were used. A request was made for the return of the suspect device and replacement product was sent.